Event description:
Patient in home attempting to reach for a door while in his hallway. Right rear wheel fell off wheelchair causing the patient to fall out of wheelchair hitting right ear on crown molding of wall and straining right shoulder while trying to stop the fall. Girlfriend was present at the time and was able to assist patient. Patient was assisted into other (old) wheelchair, contacted wheelchair seating service, spoke with rehab engineer and stated above incident and that he was going to ER. (Later learned that patient did not attend ER). Engineer requested to look at the wheelchair to review, patient stated he would drop it off the next day as he was going to the ER.====================== health professional's impression======================appears that the right camber tube insert failed on the wheelchair causing the right rear wheel to fall off.====================== manufacturer response for manual wheelchair, patient owned, manual wheelchair, patient owned======================awaiting response.